Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A13, a090208: lined image h6: the system was serviced in the field. The rep gathered logs and p3d files and ran an analog offset routine. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that after the first 2d spin, it was showing as lined image that could not transfer to the navigation system. After power cycling, the issue was resolved. There was no impact on patient outcome. Additional information was received. There were no unused spins.